Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h6; h11 complaint can be confirmed through the provided photo analysis. Visual examination of the provided pictures identified the tip of the shoehorn is fractured. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The device history record was not reviewed due to lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined.

Event description:
It was reported the shoe horn from a comprehensive reverse tray snapped while being used to reduce the joint. During the intra-operative event, a small portion of the retractor could not be located, and there is a chance it was left in the patient. No additional patient treatment was reported. The patient outcome is unknown; no immediate consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed annex g code: mechanical (g04) - retractor. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.